Event description:
Information received by medtronic indicated that the insulin pump was soaked in water and was completely off. Insulin pump was cracked ta the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Retainer ring = black customer returned device for an alleged blank display, exposure to moisture, and cosmetic damage located at the back of the battery compartment found on (B)(6), 2022. The device passed the displacement test, active current test. The device failed the self test and sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No blank display was noted during testing. Power supply test failed during self-test alarm occurred during self test. Successfully downloaded history files and traces using thus. An unexpected power supply test failed during self-test alarm occurred at (B)(6), 2022 at 10:08 am. Device was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and battery tube threads - cracked. Blank display was not confirmed. Cosmetic damage at the back of the battery compartment was confirmed. High sleep current and power supply test failed during self-test alarm were confirmed due to moisture damage on the connector. Moisture damage was confirmed on electrical board, motor, and force sensor. Exposure to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.